Manufacturer narrative:
Patient code = extrasystol and device code= difficult to remove. Investigation: the used guide wire was received for evaluation. It is contaminated by blood. It presents no abnormality: it is perfectly straight and not unravelled. The j part of the guidewire is intact. The external diameter and the length of the guidewire are compliant w/the specification. No defect which could explain the incident is visible on the returned device. Conclusion: the guidewire involved in this incident presents no failure. This incident is due to the fact that the guidewire was advanced too far into the vascular system. The guidewire should not be advanced beyond the superior vena cava. It is used to place the introducer into the vein to facilitate catheter placement inside the vessel.

Event description:
"During the implantation procedure, impossible to remove the guidewire, which got stuck to the tricuspid valve. The attempts to release it failed. After echographic checking by a cardiologist in order to verify that the guidewire was not in contact w/the myocardium, it was decided to remove it by a direct traction. Several jerks were necessary to remove it. The removed guidewire formed a right angle but was not unravelled. No clinical consequences were detected. Only extra-systoles at the removal time. At post-intervention checking, no pericardial effusion nor significant damage of the tricuspid valve (micro-leak, not worrisome). Patient monitoring. Its' removal should have led to damage, such as tricuspid valve damage, myocardial effusion."